Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose over 400mg/dl since the day before. The customer contacted his doctor and was advised to change his basal rates and carbohydrates ratios, but no change has occurred. Troubleshooting was performed. The time on the insulin pump was one hr ahead, and the customer had more than one basal rate. Advised the importance of having the correct time and date on the insulin pump for basal rates to start and stop at the correct time. The programming was correct and no alarms found in the alarm history. The customer's most recent glucose reading was 256mg/dl, and he has treated with manual injections and the insulin pump. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.